Event description:
Patient status post plate and screw implantation of the mandible approximately one year ago returned for follow up with a different surgeon. X-rays showed a slight nonunion. Patient was returned to operating room on (B)(6) 2011, patient opened, surgeon did not remove any hardware but packed the nonunion with allograft and closed the patient. Patient was implanted at another hospital with a different surgeon at time of implant. This is the first of 2 reports for this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.